Manufacturer narrative:
Insulin pump received with partially broken off reservoir tube lip noted. Unable to perform displacement test due to reservoir tube lip damage. Missing reservoir tube o-ring, minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery and reservoir connections were broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.